Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.134¿ x 0.240¿ was not returned with the instrument. Also, the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were exposed at the broken end, and all pieces of the insulation were present. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken wrist in the distal end and the cable also was cut. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.